Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Based on the information provided, a definitive cause for the reported difficulty could not be determined. It may be possible that the thumbslide of the supera was not fully retracted and the system lock was not locked to secure the tip within the distal sheath of the supera delivery system post stent deployment. As a result, the tip may have caught on the stent resulting in difficulty removing; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - the device was initially reported as returning for analysis, but has now been reported as being retained by the account. Section g, manufacturing site information completed.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficult to remove could not be tested due to the condition of the returned device. However, a tip detachment was observed which is consistent with difficulty during removal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the thumbslide was not retracted and the system lock was not locked prior to removal resulting in the tip catching on the stent during removal causing difficulty during removal and the tip/inner member to separate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3: device return status updated h6: type of investigation code: 4115 removed; 10 added. H6: investigation conclusion code 67 removed; 4315 added. H6: component codes 829 and 515 added.

Event description:
N/a.

Manufacturer narrative:
Exemption number e2019001. The device has been retained by hospital. It will be available for shipment from june 2020. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat in stent restenosis in the distal superficial femoral artery (sfa). After the 5.5x150 mm supera self expanding stent was released and the delivery system was to be removed, part of the delivery system remained stuck in the stent. The stent and delivery system were removed surgically as a single unit. Final patient outcome is good. No additional information was provided.